Manufacturer narrative:
Product complaint # (B)(4). Expiration date and lot number unknown. Complainant part is not expected to be returned for manufacturer review / investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: dislocation post-op. It was reported that the patient was given the surgery for lumbar spinal stenosis on (B)(6) 2019, during the surgery, the cage's location was good. During the re-examination on (B)(6) found cage was dislocated, the patient was given revision surgery for cage relocation on (B)(6) 2019, re-implant the cage, compression was performed on the implanted segment, and the cage's position under endoscopy was satisfactory after operation. The patient is stable now. Post-cage dislocation may be due to insufficient compression of the implanted segment. Because of the elasticity of the fixation rod, the cage was displaced backwards due to repeated slight movements during the postoperative movement. Concomitant devices reported: unknown rods (part # unknown, lot # unknown, quantity# unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).